Event description:
It was reported that during the procedure, the guide wire used was failed to advance in the lead. The lead was replaced and the procedure continued with the new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece. Stylet insertion test found obstruction/restriction due to the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids.